Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump histories showed no activity related to the complaint; loss of prime warnings were not observed in the black box. The pump's force readings were observed to be normal. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. A force sensor calibration was found to be within required specifications. The pump was opened and no damage was found to the force sensor circuit. The load step malfunction issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.